Manufacturer narrative:
H3: product analysis found that the handpiece cosmetically not ok. Connector had dent. Not able to confirm heating issue, as blade/bur does not rotate. Thumb wheel and lever found jammed. Hi-pot test was failed. Blade/bur not rotating. Motor cable assembly found fault. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the handpiece was overheating within minute at 5000 rpm in oscillation mode and the irrigation was used at 15cc/min. Additionaly, a locking issue was observed. There was no patient involvement.